Event description:
In bouncing the drill bit off the superior medial wall of the inferior ramus on the most distal screw hold, the distal tip of the drill bit did break off given the angle of the drill and very high bone density. C-arm was used to confirm that the drill bit was in an acceptable location. It was deep and medial in the inferior ramus, and protruding less than 1 cm, thus it was decided not to try to retrieve the drill bit.